Event description:
It was reported that this implantable pacemaker recorded recurring undersensing of every second atrial signal in atrial fibrillation (af) despite similar p-wave amplitudes. As a result, the episodes were terminated early and the af burden was incorrect. The device was then reprogrammed to atrial gain control (agc) 0.5 milli volts and refractory to 250 milli seconds. In addition, since the beats were approximately 200 milli seconds apart, the refractory period was decreased to 150 milli seconds to allow for continuous af episode detection. The device remains in service. No adverse patient effects were reported.